Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the contact stated when attempting to fill a cartridge there was a lot of resistance. The contact removed the needle from the cartridge and saw insulin coming out of the cartridge septum. The contact also reported that there were a lot of air bubbles that came out from the end of the cartridge during the fill tubing. The contact loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.